Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The patient charged several days prior to the report, but the reporter was unable to read the battery with a clinician programmer. It was noted that the patient did not have their recharger. The reporter was assisted with a physician mode recharge. It was noted that the patient needed an MRI for sciatic pain, which was unrelated to the reason for the spinal cord stimulation therapy. The reporter would recover the battery so the patient could be put into MRI mode for verifying eligibility. It was further reported that the ins was indeed in overdischarge and no connection was ever made after two countdowns. It was noted that the reporter was never able to get the clinician programmer to communicate with the ins. The patient was going to speak to his health care professional about having an ins change, but it had not occurred yet. The reporter noted that the patient was in the operating room on that day and was being hospitalized for unknown pain occurring in his hip and flank on his right side. It was noted that this was not device related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n424210, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type recharger. (B)(4).